Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 4 of 5. The home patient (hp) stated that the supply bag was half full of solution and half full of air. The hp stated that the bag had no damage or tears and seemed to be connected to the supply line. The technical service representative (tsr) had the hp cycle the power on the hc to end the therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.